Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the insulin on board feature was not working like it used to. The reporter did not provide any further details. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: a review of the pump histories indicated that the time and date reset to default after a reboot on (B)(6) 2015 at 11:58am. The time and date was corrected to (B)(6) 2015 8:02pm when the pump was rebooted. There was no data available for the reported event date of (B)(6) 2015. The pump histories indicated that the pump was never used for basal or bolus delivery after power on. An unconfirmed call service 241 ¿empty basal program¿ alarm was observed for six days after power-on on (B)(6) 2015. The alarm, total daily dose, and bolus histories were blank due to the pump being returned to factory default settings after power off on (B)(6) 2015. A review of the user settings showed that the iob duration was on and was set to four hours. A test was performed with a 10unit bolus and iob duration of four hours. After the four hours, the iob status was 0.00units and was accurately reflected in the iob. The iob feature was found to be functioning properly; the complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.